Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer called technical support engineer (tse) to report that the tissue was getting stuck on the instrument. Tse advised the customer to check for defects on the instrument by comparing it to a new instrument and return the instrument if found defective. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. While a probable root cause cannot be determined based on the information provided and phone support details, instruments in prolonged contact with tissue could cause tissue to get stuck on the instrument.

Event description:
It was reported that after a da vinci-assisted low anterior resection (lar) surgical procedure, the mega suture cut needle driver instrument had an issue with tissue getting stuck. The procedure was completed with no reported injury.